Manufacturer narrative:
Citation: kevin mcmillen; louis dunphy, hiroshi nishikawa and andrew monaghan. "Experiences in managing arteriovenous malformation of the head and neck." Ttp//dx.doi.or/10.1016/j/bjoms.2016.03.020. The device will not be returned for evaluation as it was implanted in the patient. We are unable to definitively determine the cause of the reported event. While performing follow up for MDR 202914-2016-00652, specific patient information was provided regarding the events mentioned in the article. Therefore separate reports will be submitted for each patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient experienced a superimposed infection, as extrusion of onyx went through the mucosa. It was reported by the author that the volume of the embolic agent used to ablate the avm was believed to have caused the problem. The author indicated that following the embolisation the bulk of the onyx can naturally extrude particularly through oral mucosa. This provides microbes a potential port of entry thus leading to the infections. This patient was treated with antibiotics and later underwent surgical debulking and reconstruction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.